Event description:
During the third training the patient started to shout and was taken out of the lokomat. After the incident the patient was diagnosed with a bone fissure in his left femur. The patient is known to suffer from low bone density. The event was reported to us later than 1.5 yrs after the incident during a routine interview with our clinical staff.

Manufacturer narrative:
The training was performed despite contraindication (osteopenia or osteoporosis). The adverse event happened 1.5 years ago, but was reported to us only recently.